Event description:
A literature article described a single-center cohort study to which evaluated the effectiveness of the robotic modified sugarbaker intraperitoneal on-lay mesh (ipom) technique in robotic parastomal hernia repairs (r-pshr). The study occurred from 2021 to 2023 and included eighty-six patients. Of the included patients, there were 51 females and 35 males with a median age of 61 years. The article noted that there were five clavien-dindo grade iiib complications, including three perforations (one peptic ulcer, one small bowel and one colon) and two cases of small bowel obstruction (sbo) which required operative intervention within the 30 days postoperative timeframe. There were no reports of a da vinci device malfunction, nor did the author allege that a da vinci device caused or contributed to the events described in the article.

Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or the da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. A system log review was not performed since there is insufficient or unconfirmed product/event information. Multiple requests for additional information from the designated author were made; no response has been received. Citation: violante, t., ferrari, d., gomaa, i.a. Et al. Robotic parastomal hernia repair: a single-center cohort study. Updates surg 76, 2627¿2634 (2024). Https://doi.org/10.1007/s13304-024-01969-2. In section b3, there is insufficient information regarding the procedure date; therefore, the article publish date was used. In section d4, there is insufficient information to determine the specific system that was used during the procedures with complications, thus, a generic x system was reported.